Event description:
It was reported that the patient presented to the emergency room experiencing a myocardial infarction (mi). After angiography was performed on the patient, two lesions were identified, one in the mid left anterior descending artery (lad) and the other in the mid mildly calcified right coronary artery (rca). Thrombus was present in the mildly calcified lad lesion. Thrombus aspiration was performed; however, no predilatation was performed prior to stenting of the lesion with two stents. A 2.75x18 mm vision was placed in the lad. On angiography, it was observed that an additional stent was required for the lesion. A 2.5x12 mm mini vision stent was deployed alongside the previously placed stent. The result was excellent and the procedure continued on with successful treatment of the rca, with no procedural complication. The patient was transferred to the holding room. Within 15-20 minutes the patient began experiencing chest pain and st elevations and was returned to the cath lab. Angiography revealed thrombus in the proximal aspects of the deployed stents. A balance middleweight guide wire was advanced and thrombus aspiration was performed, after which a 2.75x23 mm vision stent was placed inside the previously deployed stents. Intravascular ultrasound was performed, the result was good and the patient is well post procedure. The patient was continually administered angiomax during and after the procedure while in the holding room. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Reported device (B)(4): no pre-dilatation. The rx mini vision is being filed under a separate medwatch report. There was no reported product deficiency. The reported patient effects of angina and thrombosis are known adverse events as listed in the rx vision instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It should be noted that the IFU instructs: pre-dilate the lesion with a ptca catheter. In this case, failing to pre-dilate does not appear to have contributed to the reported patient effects.